Event description:
A report was received that the patient was experiencing pain at the lead site. The physician believed that the clik anchors were the cause of the pain because they were too hard and were rubbing on the patient's spinous process. The patient will undergo a revision wherein the clik anchors will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the clik anchors were replaced with new ones. The patient was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at the lead site. The physician believed that the clik anchors were the cause of the pain because they were too hard and were rubbing on the patient's spinous process. The patient will undergo a revision wherein the clik anchors will be replaced.